Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-28621. It was reported that the patient was presented to the emergency room after receiving inappropriate shocks for an atrial fibrillation with rapid ventricular response arrhythmia. The patient was given medication to address the arrhythmia. It was noted that the implantable cardioverter defibrillator (ICD) exhibited alerts for possible circuitry damage and possible high voltage lead issue. Both of which were indicative of a capacitor charging problem for the ICD. The right ventricular (rv) lead exhibited low defibrillation impedance and was noted to have a significant drop since the last measurement in (B)(6) of 2021. The ICD was explanted and the rv lead was capped on (B)(6) 2021. Both devices were replaced. The patient was in stable condition.

Manufacturer narrative:
Final analysis revealed that the reported event of hv circuit damage was confirmed. The damage was consistent with the delivery of hv therapy into a low impedance load. The cause of the low impedance was undetermined.